Event description:
Report received indicated that tracking over the vessel was difficult and the stent delivery system (sds) was unable to cross the lesion. Subsequently when attempting to retrieve the sds the shaft separated. The stent delivery system appeared normal when removed from the packaging and inspected before use. The device was prepped and clinically used following the instructions for the (IFU). The left subclavian artery was the target lesion, which was 75% stenosed. There was resistance and tracking difficulty when advancing the sds to the lesion due to the arterial stenosis. The lesion was calcified and was not predilated. The sds was unable to cross the lesion and attempts were made to retrieve the sds. However, the shaft separated near hub. Subsequently, a snare was used to remove the sds and there were no parts left in the patient. Another sds was use to successfully complete the procedure. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni